Manufacturer narrative:
Exact date unknown, event occurred a month ago from date manufacturer was made aware.

Event description:
It was reported that the patient was experiencing shocking sensations despite turning off and decreasing therapy. The patient underwent an ipg replacement procedure and patient was doing well postoperatively. The explanted ipg was not returned per hospital policy.